Event description:
A report was received stating that a patient was unable to couple any charger to her ipg. The physician determined that ipg pocket was too deep. The patient's ipg pocket was revised. After the revision, the patient was reportedly doing well.

Manufacturer narrative:
This is the final report.